Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and the review of the alarm log did not reveal any evidence of an f-9 alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-9 (slide clamp alarm) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.